Event description:
The customer reported via phone call that he was outside during a rain storm and the insulin pump was exposed to water. The customer stated that moisture is seen in the screen and the act button is unresponsive. Blood glucose value was 152 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was noted to the motor, battery tube or vibrator assembly. However, moisture damage was found on the electronics and keypad assembly during the visual inspection. The insulin pump was also received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.